Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/28/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/09/2015 with the following findings: a review of the black box data showed dates from (B)(6) 2013; a reboot following loss of prime warnings on (B)(6) 2013. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was able to attach on to the pump and the pump was then exercised for 24 hours with no power issues. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. (B)(4).